Event description:
In 2006, peg operation. Two days later (early in the morning): breathing trouble and bile like reflux. It was found that air was in abdominal cavity with CT. (Along about noon); endoscopy. Peritonitis occurred and the pt died of pneumonia. The indwelling period was 2 days.

Manufacturer narrative:
A chr of lot #43hqa187 showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.